Manufacturer narrative:
Additional product code: hwc device broke during insertion; device was not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, the plate was used in the surgery for hallux valgus. During the surgery, the plate broke at a screw hole while surgeon was bending it with a bender. The surgeon replaced the broken implant with a new one, and completed the surgery without any delay. No broken pieces were found left in the body, and there was no adverse consequence to the patient. Concomitant parts: screw (part/lot unknown, quantity 1); bending instrument (part/lot unknown, quantity 1)this is report 1 of 1 for (B)(4).

Manufacturer narrative:
DHR review was completed. Part number: 04.211.201s , lot number: l528738 , manufacturing location: (B)(4), release to warehouse date: 01 september 2017 , expiry date: 01 august 2027 . No ncr's were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. Made from component: part number 60009503 , lot number: l463631 , release to warehouse date: 23 june 2017. No ncr's were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. Customer quality conducted an investigation of the returned device. The evaluation of the received x-plate has shown that the outer part of one va locking hole is broken off as complained. The fragment was sent back for evaluation. At the va locking hole next to the broken hole are clearly visible marks from a tool. The other two va locking holes are in good condition, no marks are visible. The relevant dimensions cannot be verified anymore at the broken hole due to the damage. Therefore the manufacturing documents were reviewed and no complaint related issues were found. There was no deviation regarding dimensions or material found. There are strong marks at the fragment of the locking hole visible, also it is clearly visible that the fragment was strongly bent downward before it broke. This let us assume that a mechanical overload, by applying too much force only onto the outer ring of the va locking hole, did lead to this breakage during contouring. There was no information about the used bending tool provided, the bumpy surface at the damage does indicate that the tool had either no flat surface or was not completely closed during bending. In general we would like to point out the variable angle lcp forefoot/midfoot system 2.4/2.7 surgical technique where is mentioned that the instrument 03.211.005 must be used. This bending pliers is designed to protect the variable angle holes during contouring. The feature on the pliers lines up with the cloverleaf design in the plate. Two pliers are used to contour the plate. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.